Manufacturer narrative:
Testing of actual/suspected device(10): a getinge field service engineer (fse) was dispatched to evaluate this unit. While getinge s.t.m. Was performing pm all manifold test failed during pim membrane test. Replaced safety disk. Ran and passed all performance and function tests including pim tests. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance performed by a getinge service territory manager that the cardiosave hybrid domestic intra- aortic balloon pump failed all manifold tests. However since the event occurred during preventive maintenance there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Additional point of contact email : (B)(6). Occupation - biomedical engineer.